Event description:
It was reported that the patient experienced pain and tenderness at the implantable pulse generator (ipg) site. The physician had an initial plan to revise the pocket, however, a localized infection was discovered when the pocket site was opened. The cause of infection was unknown. The physician opted to remove the ipg, cleaned out the pocket and left the leads in. The patient was administered with antibiotics and was doing well postoperatively, with a plan to reimplant a new ipg. The explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.